Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer performed self test and received hardware low level failures alarm. Customer¿s blood glucose level was 8 mmol/l. The customer reported that the insulin pump did receive a low battery prior to replace battery alert. Customer states the battery was not previously used. Customer states the battery cap not loose, cracked or damaged. This was not the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised to continue to wear insulin pump until replacement arrives. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).